Event description:
During the implant procedure, the right ventricular lead could not be connected to the header of the device. Upon investigation, the ring inside the lead port appeared to be placed incorrectly. After repeated attempts to connect the lead to the header, the set screw and protective valve broke off. The device was replaced and the implant procedure was completed successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of not possible to fully insert the lv-lead into the device connector was confirmed. Analysis revealed the lv-setscrew was turned down in the connector port blocking lead insertion. When the setscrew was retracted out from blocking the port leads could be fully inserted into the lv-connector. The setscrew could be tightened down on the leads and the leads were held firmly in the connector. Full lead insertion could be achieved. No device anomalies were found. The user¿s manual states to retract or back out the setscrew for lead insertion problems. This was not done by the physician. This is a user related problem.